Manufacturer narrative:
The fse replaced the 3 station solenoid and main board, motor and solenoids cable to resolve this issue.

Manufacturer narrative:
This customer complaint was caused by open windings at the safety valve solenoid (date code: 0606) . Replacement of the safety valve solenoid corrected the failure with this three station solenoid. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
This customer returned cpu pcba was tested and no failures were identified.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
During service the manufacturer's field service engineer noted the device failed pre-operational testing (est) during system pressure testing. No patient involvement was reported.